Event description:
On (B)(6) 2017, the lay user/patient¿s mother contacted lifescan (lfs) (B)(6), alleging that the patient¿s onetouch select meter was reading inaccurately high compared to another device (brand unspecified). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter stated that the alleged inaccuracy issue began at 9:30 p.m., on (B)(6) 2017. The reporter claimed that the patient obtained a blood glucose reading of ¿21.3 mmol/l¿ with the subject meter. The patient manages his diabetes with self-adjusted insulin (novorapid and lantus, unspecified doses) and the reporter stated that in response to the meter reading of 21.3 mmol/l, the patient increased his usual dose of novorapid to 6 units. The reporter advised that approximately 1 and a half hours later at 11 p.m., the patient developed symptoms of ¿shiver, general weakness and cold sweat¿ which he associated with hypoglycemia. The reporter claimed that at the onset of symptoms, the patient obtained blood glucose results of ¿8.1 mmol/l¿ with the subject meter and ¿3.1 mmol/l¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter was unable to recall what the patient did in response to the symptoms he developed; however, there was no report of medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr confirmed that the unit of measure was correctly set on the subject meter and that an approved sample site was used to obtain the results. The reporter was unable and/or unwilling to describe the patient¿s testing steps and it is therefore not known if he was following the correct testing procedure at the time of the alleged issue. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the reporter did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering an increased dose of insulin based on the result of 21.3 mmol/l obtained with the subject meter. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.